Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) and the customer became unresponsive. Customer was transported via ambulance to the hospital and was admitted for low bg, abdominal pain and flu. Lantus/humalog and intravenous fluids were administered. Issues were resolved with no permanent damage. Customer was released from the hospital the same day. Customer did not know cause of low bg. There were no issues observed with the cartridge, infusion set tubing or cannula.